Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg value not provided). Customer¿s healthcare provider thought the issue may be due to the pump settings and provided instructions to test the settings. Customer neglected to adhere to the instructions. No additional information was provided regarding this event. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use from (B)(6) 2019. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Cartridge change sequence was completed several times during the provided date range. User set temporary rates ranging from 0-80% of basal insulin for 4-8.5 hours in duration. User made several personal profile settings adjustments during the provided date range, gradually increasing total daily basal insulin from 20.25 units to 27.125 units. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.